Event description:
It was reported that after a lightening storm, the transmitter would not power up. Physical damage, smoke marks and discoloration were noted when the patient removed the prongs from the ac adapter. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.